Event description:
It was reported that pt underwent hip procedure in 2007. During procedure, polyethylene liner would not seat properly in acetabular shell. Acetabular shell was replaced and liner seated without difficulty.

Manufacturer narrative:
No further complications have been reported. There have been no trends identified related to this type of event. Eval of returned device found implant to be out of design specs. In response to recent FDA audit, retrospective review was performed, event was reassessed and determined to meet reporting requirements as device malfunction. Corrective and preventive actions have been initiated. This report filed on may 19, 2008.